Manufacturer narrative:
Date sent: 5/9/2008. Info anticipated, but unavailable at this time. D4: serial number = na.

Event description:
It was reported that during a lap cholecystectomy, the device fell apart inside the patient. No pieces remained in the patient. Opened another device to complete the case. There was no patient consequence.